Event description:
Customer reported the software is corrupted. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive and reloaded software. System operates as intended. This MDR is related to ge healthcare.